Manufacturer narrative:
A getinge field service engineer (fse) inspected on dt: 12.11.2024 and found that the unit helium regulator tubing assembly needs replacement for testing purpose. Unit is handed over to the customer in working condition. Order kept on hold waiting for parts. On dt: 04.12.2024 - fse replaced the helium tubing regulator (d008-00-0311) with a new one under customer purchased parts category. Now problem rectified. Unit is working satisfactorily. Unit is handed over to the customer in working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check by the ed user prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) cylinder is emptying quickly. There was no patient involvement.